Manufacturer narrative:
(B)(4). Evaluation: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the home choice return instrument test / evaluation (rite) electrical test and the rite functional test. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Service history: a service history was performed which did not revealed any previous iipv occurrences. Trend review: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Correction: see g5 for corrected 510k number as the initial medwatch contained an incorrect 510k. Additional information: the root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during cycle 5. The ultrafiltration (uf) volume was 1360 milliliters (ml). The programmed fill volume was 1600ml. This information gave a total drain volume of 2720 ml, which meets iipv criteria. Product surveillance followed up with the homepatient's (hp)'s nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified. The nurse will follow up with the hp on the tidal uf setting. The nurse reported that the hp is doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.